Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to incorrect placement of the electrode arrary. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 16, 2015.